Manufacturer narrative:
H6: patient code: no code available - device was removed and replaced with a like device. Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The catheter was returned and was found to be missing occlusive clamps. Per manufacturing instructions, the device was visually inspected by quality control and no notable gaps in production or processing controls were noted. The device history record was reviewed and no related non-conformances were noted. Additionally, a search of our complaint records indicates that this is the only complaint on the lot number at the time of investigation. The investigation conclusion was found to be quality control related. Per the [quality engineering] risk assessment, production and quality control were notified for retraining. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter set. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter set was used as a central line for postoperative management. The device was inserted and occlusive clamps were found missing. The device was removed and a like device was inserted utilizing a guide wire in at the same insertion site. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.